Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2012 and 16/oct/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported experiencing right side moderate pain. Patient additionally reported that the surgeon reported the implant was "upside down". The device has been explanted.